Event description:
I noticed that my glucose level was dropping (not the first time). I decided to check my level using a finger stick, the old-fashioned way. There were various differences. I talked to the nurse. She said to go back to finger sticks because they were more accurate. I didn't know the details, so I stopped using my libre 3 and used a finger stick. And now on dialysis. T60001941, t60001547, t60001568.